Manufacturer narrative:
Investigation: a terumo bct technician checked out the machine at the customer site and was unable to duplicate the event. The technician put pressure on IV pole, but it held fine and did not lower. The technician lightly adjusted the screw that depresses lever and cleaned the button on panel firmly. The machine was returned to service. One year of service history was reviewed for this device with no problems identified related to the reported condition. Root cause: since the adjustment of the screw and cleaning of the release button has resolved the issue, it is likely that these parts were a contributing factor. Correction: field action 30 has been initiated for IV pole falls. Corrective action: an internal CAPA has been initiated to address IV pole falls.

Event description:
Customer stated that the IV pole on the trima machine will not stay up. The IV pole fall occurred when the bag was being removed from a double red blood cell procedure the customer confirmed that no adverse events or medical intervention had been performed as a result of the IV pole falling. The customer declined to provide any patient information as no adverse events had occurred.

Manufacturer narrative:
Additional investigation: an internal report indicates no further related issues have been reported for this device.